Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 400 mg/dl. The blood glucose cause was not known. Customer administered a bolus via the pump to address the issue and was admitted to the intensive care unit. Reportedly, the customer believes they had moderate to high ketones. Customer was treated with intravenous fluids of saline and insulin, and was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that the pump was functioning as intended.